Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy, skin irritation under the therapy electrodes of the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed momegalen for the skin irritation. Follow up with the patient indicated that the patient followed the physician's recommendations for the skin irritation. The final medical outcome of the skin irritation is unknown.